Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case the commander delivery system was unable to move forward. It was checked by x-ray and was noticed that the esheath was kinked. All the devices were removed and it was noticed that the esheath shaft had separated from the hub. A second thv kit was opened and used to perform the procedure. The final outcome for the patient was satisfactory.

Manufacturer narrative:
Corrected h.6 investigation conclusions. The sheath was returned for evaluation. During visual inspection, the sheath shaft was detached from the sheath housing. The sheath was partially expanded until approximately 175 cm from the distal tip. Distal tip was unopened. Strain relief slightly wrinkled. Adhesive was present on the housing comnut and proximal sheath shaft. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing of the esheath introducer set, sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. An image from the field was received and reviewed. The proximal end of the sheath shaft was separated from the sheath housing. The IFU, device preparation manual, and procedural training manual were reviewed. The sheath should be visual inspected for damage before use. The sheath temporarily enlarges to allow the passage of devices; ensure that the vasculature can accommodate the maximum diameter of the expand sheath. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The separation of the sheath shaft and resistance between components were confirmed through evaluation of the returned device. Although reviews of the DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event, a potential manufacturing nonconformance was identified upon evaluation of the returned device. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per the description provided, 'when the commander delivery system was introduced few centimeters through the esheath, the ds was blocked into the esheath being impossible to move forward'. Per evaluation of the returned device, the shaft was separated from the housing. Adhesive was present on both the proximal end of the sheath shaft and the housing comnut. The observed failure mode is similar to a previously identified failure mode I in which there is a failure of the compression fit between the sheath shaft and sheath housing. As identified, potential manufacturing issues may have contributed to the complaint event. During manufacturing of the sheath, if 1) the trim length of the sheath shaft proximal flare is excessive and 2) the interface between the proximal flare and the housing are inadequate, the shaft and housing may be susceptible to separation when subjected to relatively lower tensile forces, leading to the inability to further advance the delivery system through the sheath. In response, a corrective action was previously initiated to update manufacturing procedures relating to the trimming of the shaft and assembly of the shaft/housing components. As the complaint device was manufactured after implementation of corrective actions and the issue occurrence rate remains remote (see complaint history review), an awareness communication was performed as a cautionary response. However, due to the condition of the device (shaft separated from housing), it is not possible to confirm the non-conformance. Although patient information or imagery were not provided, it is also possible that tortuosity was present within the patient's access vessel which may have led to non-coaxial alignment between the delivery system and sheath. In addition, suboptimal insertion angles during delivery system insertion through the sheath may have also led to additional forces to be applied on the sheath. Any excessive device manipulation potentially applied during delivery system insertion may have also contributed to the sheath shaft to separate from the housing. In conclusion, patient (tortuosity) and/or procedural (suboptimal insertion angle, excessive manipulation) factors, in addition to the unconfirmed manufacturing factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
The sheath was returned for evaluation. During visual inspection, the sheath shaft was detached from the sheath housing. The sheath was partially expanded until approximately 175 cm from the distal tip. Distal tip was unopened. Strain relief slightly wrinkled. Adhesive was present on the housing comnut and proximal sheath shaft. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing of the esheath introducer set, sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. An image from the field was received and reviewed. The proximal end of the sheath shaft was separated from the sheath housing. The IFU, device preparation manual, and procedural training manual were reviewed. The sheath should be visual inspected for damage before use. The sheath temporarily enlarges to allow the passage of devices; ensure that the vasculature can accommodate the maximum diameter of the expand sheath. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The separation of the sheath shaft and resistance between components were confirmed through evaluation of the returned device. Although reviews of the DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event, a potential manufacturing nonconformance was identified upon evaluation of the returned device. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per the description provided, 'when the commander delivery system was introduced few centimeters through the esheath, the ds was blocked into the esheath being impossible to move forward'. Per evaluation of the returned device, the shaft was separated from the housing. Adhesive was present on both the proximal end of the sheath shaft and the housing comnut. The observed failure mode is similar to a previously identified failure mode I in which there is a failure of the compression fit between the sheath shaft and sheath housing. As identified, potential manufacturing issues may have contributed to the complaint event. During manufacturing of the sheath, if 1) the trim length of the sheath shaft proximal flare is excessive and 2) the interface between the proximal flare and the housing are inadequate, the shaft and housing may be susceptible to separation when subjected to relatively lower tensile forces, leading to the inability to further advance the delivery system through the sheath. In response, a corrective action was previously initiated to update manufacturing procedures relating to the trimming of the shaft and assembly of the shaft/housing components. As the complaint device was manufactured after implementation of corrective actions and the issue occurrence rate remains remote (see complaint history review), an awareness communication was performed as a cautionary response. However, due to the condition of the device (shaft separated from housing), it is not possible to confirm the non-conformance. As such, available information suggests that a potential manufacturing issue (excessive sheath shaft trim length on proximal flare, inadequate interface between sheath shaft proximal flare and sheath housing) may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time.